Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the repair site found that the bottom roll was damaged, the comb was damaged, the gear, spring pin and side plates were worn, the calibration was out, and the ratchet failed testing. The bottom roll, comb, gear, spring pin, right and left side plates, bearings, ratchet gear, screw, and ss ball detens were replaced and resolved the reported issue. It was noted that the device was last returned for servicing in 2011 and has not since been returned for annual preventative maintenance per IFU # 6001810592. Review of the device history record identified no deviations or anomalies during manufacturing. For the comb damage the root cause of the reported issue is attributed to a design issue. For the other damage the root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. For the other damage no corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(4). G2 country: united kingdom.

Event description:
It was reported that outside of surgery on an unknown date, the device was sent in for preventive maintenance but a fault was found. There was no patient involvement. During product evaluation it was found that the device has a damaged comb. Due diligence is complete and there is no additional information available.